Manufacturer narrative:
(B)(4) concomitant products: guide wire: pilot, sion blue; guide cath: mach 1 fl 4. The additional 2.5 x 12 mm and 2.5 x 8 mm nc treks referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the proximal to distal left anterior descending (lad) coronary artery. A 2.5x12 mm nc trek rx was used for pre-dilatation; however, the balloon ruptured at 18 atmospheres (atm) during the second inflation. A second 2.5x12 mm nc trek rx was then used and this balloon also ruptured at 18 atm during the second inflation. A 2.5x8 mm nc trek rx was then used and inflated without issue. A 2.5x38 mm xience xpedition was deployed in the distal part of the lesion after which the 2.5x8 mm nc trek rx was then used for post-dilatation; however, the balloon ruptured at 18 atm during the second inflation. A 2.5x18 mm nc trek was then used after which a 3.0x18 mm xience xpedition was deployed in the proximal part of lesion completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.